Event description:
It was reported that a homechoice machine gave incorrect volume data. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. The homechoice device received functional testing, simulated-use testing and a visual inspection. A review of the alarm logs and a service history record review were performed. No issues were found that could have caused or contributed to the reported issue. The reported problem was not verified and the cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.